Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision due to alval. Excessive articulating surface wear noted.

Manufacturer narrative:
Depuy (B)(4) reports: asr revision due to alval. Excessive articulating surface wear noted. The devices associated with this report were not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.